Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient´s father went into the patient´s room and noticed that the patient was not lucid and was showing strange behavior. The patient´s father took a blood glucose reading which was 30 mg/dl and the cgm reading was 77 mg/dl. The patient was treated by his father with glucagon injection and after the treatment the patient recovered and became lucid again but he could not remember what happened. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.